Event description:
A small portion of leopard cage was broken off during insertion of the implant. The fragment was removed and the surgeon decided to leave it in place as it provided good support. There was no adverse pt consequence reported as a result of this situation.